Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the batteries on their insulin pump were not lasting long. The customer also reported that they received two power error detected alarms on the insulin pump. The alarms occurred during normal usage of the device. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. The customer also stated that the battery had died when they were sleeping. They had gone about four hours where the insulin pump was without power. The customer stated they did not trust the insulin pump and had reverted to their old insulin pump. The device will be replaced and returned for analysis.